Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced telemetry issues with the implantable neurostimulator (ins). An ins over-discharge was suspected. No patient symptoms were reported. It was later reported that an ins over-discharge was confirmed to be the cause of the event. The battery was depleted secondary to undercharging. There were no abnormal impedance measurements noted. The ins was removed and replaced with "good results." The patient was hospitalized overnight. There was no injury to the patient.